Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. This emdr represents the ventralex st mesh (device 1). An additional supplemental emdr was submitted to represent the phasix st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with incisional and umbilical hernias thereby underwent open repair with the implant of ventralex st mesh (device 1). Per op notes, "a small umbilical hernia and large incisional hernia at lower midline abdomen was noted. The larger more inferior hernia was repaired with a medium ventralex st patch (device 1) was inserted into the peritoneal cavity with the smooth surface posteriorly and superior aspect of patch extended above the umbilical hernia repair using sutures." (B)(6) 2019 - patient was diagnosed with incisional ventral, and umbilical ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of phasix st mesh (device 2). Per op notes, "the old mesh (device 1) was completely removed intact. There was a recurrent hernia lateral to the old mesh. Several hernias above the umbilical area were extended and connected. A phasix st mesh (device 2) was placed in an underlay fashion and secured circumferentially using sutures." (B)(6) 2021 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair. Per op notes, ¿a small periumbilical recurrent incisional hernia was noted. The fascial defect was closed using sutures." (Note: the phasix st mesh was not seen during this procedure).